Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a superior hypophyseal aneurysm. It was reported that the pipeline device was deployed with the proximal end not fully open. The physician used a hyperform balloon to open the proximal end of the pipeline.no patient injury reported.

Manufacturer narrative:
(B)(4).